Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Photos were provided of the lens. One photo shows a computer screen of the eye with the lens inserted in the eye. The lens appears to have a broken haptic in the gusset area. Another photo is a drawing of a lens depicting where the damage was on the lens. The file indicates the use of a qualified cartridge and handpiece. Information regarding the used viscoelastic was not provided. It is unknown if a qualified combination was used. The product investigation could not identify a root cause. It is unknown if a qualified combination was used. Company foldable intraocular lens (iols) are qualified for use with the company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that the company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility did provide all information requested in the follow-up. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, decentration of lens was observed on same day post operation of assessment. Surgeon has to take the patient back to the operation room to discover that the leading haptic of the iol was fractured. As the lens could not be centered this required a lens exchange that was performed successfully in a secondary procedure. Additional information was requested.